Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('intolerance to costume jewellery') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2020, the patient experienced allergy to metals (seriousness criterion intervention required), fatigue ("great general fatigue for no apparent reason"), arthralgia ("diffuse joint pain / diffuse, travelling pain"), alopecia ("losing her hair") and tooth loss ("losing her teeth") and was found to have serum ferritin decreased ("very low ferritin level") and fibrin d dimer increased ("very high d dimers"). The patient will be treated with surgery. At the time of the report, the allergy to metals, fatigue, arthralgia, alopecia and tooth loss had not resolved and the serum ferritin decreased and fibrin d dimer increased outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, fatigue, fibrin d dimer increased, serum ferritin decreased and tooth loss with essure. The reporter commented: essure placement of intra -tubal devices under hysteroscopic control: 2 loops on the right, 3 loops on the left. She has undergone a follow-up ultrasound on (B)(6) 2017, which confirmed the correct position of the essure devices. Faced with this good result, the physician suggested that the patient stop using mechanical contraception. It was reported that, in the midst of the covid health crisis, the patient consulted many doctors due to the adverse events. Her blood tests were normal, except for ferritin level and d dimers. She consulted with an internist who performed all the investigations regarding autoimmune diseases. The results were negative. He then advised her to consult with a gynaecologist concerning the essure, because he had already seen a case. This gynaecologist also confirmed that her symptoms could be related. She must, therefore, undergo a hysterectomy on (B)(6) to remove the tubal ligation. Period of onset: early 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Blood test - on an unknown date: normal. Fibrin d dimer - on an unknown date: very high. Sars-cov-2 antibody test - in 2020: negative, no presence of antibodies. Serum ferritin - on an unknown date: very low level. Ultrasound scan vagina - on (B)(6) 2017: confirms the correct positioning of the essure devices with the end in the interstitial tubal position. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('intolerance to costume jewllery') in a 39-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2020, the patient experienced allergy to metals (seriousness criterion intervention required), fatigue ("great general fatigue for no apparent reason"), arthralgia ("diffuse joiint pain / diffuse, travelling pain"), alopecia ("losing her hair") and tooth loss ("losing her teeth") and was found to have serum ferritin decreased ("very low ferritin level") and fibrin d dimer increased ("very high d dimers"). The patient was treated with surgery. At the time of the report, the allergy to metals, fatigue, arthralgia, alopecia and tooth loss had not resolved and the serum ferritin decreased and fibrin d dimer increased outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, arthralgia, fatigue, fibrin d dimer increased, serum ferritin decreased and tooth loss with essure. The reporter commented: essure placement of intra-tubal devices under hysteroscopic control: 2 loops on the right, 3 loops on the left. She has undergone a follow-up ultrasound on (B)(6) 2017, which confirmed the correct position of the essure devices. Faced with this good result, the physician suggested that the patient stop using mechanical contraception. It was reported that, in the midst of the covid health crisis, the patient consulted many doctors due to the adverse events. Her blood tests were normal, except for ferritin level and d dimers. She consulted with an internist who performed all the investigations regarding autoimmune diseases. The results were negative. He then advised her to consult with a gynaecologist concerning the essure, because he had already seen a case. This gynaecologist also confirmed that her symptoms could be related. She must, therefore, undergo a hysterectomy on 30 june to remove the tubal ligation. Period of onset: early 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Blood test - on an unknown date: normal. Fibrin d dimer - on an unknown date: very high. Sars-cov-2 antibody test - in 2020: negative, no presence of antibodies. Serum ferritin - on an unknown date: very low level. Ultrasound scan vagina - on (B)(6) 2017: confirms the correct positioning of the essure devices with the end in the interstitial tubal position. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.